Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient claimed that an unspecified date in (B)(6) 2011 he obtained blood glucose readings of "5.x mmol/l" with the subject meter and "2.2 mmol/l" on another device (onetouch ultramini meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient informed the csr that he manages his diabetes with insulin (self adjuster). It is not known if the patient made any adjustments to his insulin dosage in response to an alleged inaccurate high reading he obtained with the subject meter. However, the patient claimed that on an unspecified date/time, after the issue began he developed symptoms of "clammy hands, hunger, and weakness". It is not known what medical treatment, if any, the patient received in response to the onset of symptoms. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique and that the patient confirmed he was using test strips that were within their expiration date and appeared in good condition. The patient did not have control solution to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.